Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that the biopsy device allegedly self activated. There was no reported patient injury.

Event description:
It was reported that the biopsy device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was observed that the left bumper was bent. Therefore, the investigation is confirmed for cannula self activation. The bent left bumper likely contributed to the incomplete cannula tang engagement and the self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.